Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a fistulogram, upon introduction of the micropuncture traditionless stiffened cannula access set, the grey outer sheath was observed to be sheered off from the dilator section. No patient injury occurred during the event. Additional information regarding event details, and patient outcome has been requested, but is not available at this time.

Manufacturer narrative:
Investigation, evaluation: a review of the complaint history, device history record, documentation, drawing, quality control, specifications, and a visual inspection of the returned devices were conducted during the investigation. The returned devices were unopened representative samples from the same lot as the complaint device; the complaint device was not returned for evaluation. The visual inspection of the returned representative devices noted no irregularities. All twenty devices measured within the manufacturing specifications for the outer diameter and inner diameter of the outer catheter, as well as the outer diameter for the inner catheter. The surface of the inner catheter on all twenty devices was smooth, clean, and free of excessive dents and kinks. The surface of the outer catheter on all twenty devices was smooth, clean, and free of excessive kinks and foreign debris. The transition between the inner and outer catheters on all twenty devices was smooth with no gap. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned representative products, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.